Manufacturer narrative:
Additional information: a2, a4, a6, b5 (treatment date), d1, d4, d4, d8, d9, h11 (device information). Corrected data: b5 (area of concern, applicator), g1, g2, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. The provider submitted 2 potential serial numbers used in treatments, stating that the treatment performed on (B)(6) 2021 used (B)(6).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen on (B)(6) 2021 using the cooladvantage and cooladvantage+ applicators with coolcore contour and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment using a cooladvantage plus applicator to the lower and middle abdomen area and may have developed paradoxical adipose hyperplasia.